Event description:
The device is included in the fa-q125-hf-1 cm3100 duplicated patient profile in hf cloud initiated on (B)(6) 2025. Abbott r&d internal testing and code review identified an issue where the readings from one cm3100 system session for one patient (patient a) were incorrectly reported under a different patient (patient b). No patient injury was reported. The issue is currently under investigation. (B)(4) was created for the second patient (patient a).